Event description:
It was reported that the ilet pump¿s touchscreen became cracked and intermittently unresponsive after being dropped, which impeded device unlocking and prevented dosing; the user transitioned to backup therapy and a replacement device was provided. Symptoms included fluctuating blood glucose. Outcomes included no reported hypoglycemia, hyperglycemia requiring intervention, emergency treatment, or hospitalization. Investigation included complaint intake assessment and user education on return logistics. Investigation of this case revealed physical damage to the display/touch interface consistent with accidental drop and resultant screen failure, with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.